Event description:
It was reported, that the camera head showed image pulses. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Service inspection was performed. And the device underwent a visual inspection and functional tests to assess the device status. And the reported failure was confirmed. In addition, no further issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, the device had "image pulses" found flickering intermittent image, due to kink on cable need to replace. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed image pulses. There were no reports of patient harm.